Event description:
A facility reported the siphonguard of a certas valve (ID 828804pl) detached in patient after implantation. Therefore, the valve was removed and replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828804pl) was not returned for evaluation as the product was thrown out; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. The possible root cause for the issue reported by the customer could not be clearly determined but could be linked to a sharp or pointed object coming into contact with the device, or a hard knock to the device, as noted in the IFU silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.